Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced glare and halos. The lens was exchanged with a different lens in the secondary procedure. Additional information was requested.